Event description:
It was reported that a catheter issue occurred; migration/dislodgement of the catheter tip/distal segment. A dye study had been done; cerebrospinal fluid (csf) was unable to be aspirated. The catheter was followed and was noted to be no longer in the intrathecal space by the health care provider (hcp). The distal catheter, including the tip, appeared to be tangled up in tissue outside of the spinal column. The cause of the issue was ¿maybe¿ determined, the patient¿s mother and patient indicated she had been observed several times ¿pulling¿ and ¿fooling around¿ with the pump at the pocket site. The patient was noted to have a history of manipulating the pump in the pocket. Symptoms associated with the event included increased spasticity. It was also noted the patient¿s tone had seemed to have changed following a hospitalization in march for a ¿blood infection¿ of some sort (refer to manufacturer report # 3004209178-2013-22064 for the hospitalization/infection event). It was noted although the patient¿s pump was read out prior to the dye study, the programmer was noted to have gone off by the time they were finished with the patient and no information was saved. Actions as a result of the event had yet to be taken but were planned; the patient would need to be scheduled for a catheter revision. The patient¿s status at the time of the report was listed as ¿alive- no injury.¿ the device system was used to deliver gablofen. It was later reported that the order for the catheter revision was written, the reporter didn¿t know if the referral was complete. The patient was not yet receiving effective therapy since nothing had been done yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the entire catheter was replaced. The proximal end of the catheter was noted to be out of the intrathecal space. No product would be returned as the catheter was cut into multiple pieces to remove it. It was reported the patient tolerated the procedure well. Baclofen was then restarted following the procedure. Additional information has been requested, but was not available as of the date of this report.